Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that a right atrial (ra) lead was found fractured during a therapy upgrade procedure. As a result, ra lead was surgically abandoned and replaced with another lead. No additional adverse patient effects were reported.